Manufacturer narrative:
The customer evaluated the ventilator and checked the main board and found that the tube between the transducer and auto-zero solenoid was loosen, when they reconnected the tube and tighten it an run the tests, all tests passed.

Event description:
The customer reported that when powered on the ventilator malfunctions: vent inop, motor fault, circuit fault, low ve. No patient involvement.